Manufacturer narrative:
No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. The lot number was not provided. Without the lot number, the device history record could not be reviewed. If the actual sample is received and provides a different conclusion, an addendum report will be written.

Event description:
Fluid shot out of canister and clinician's face and chest were exposed to body fluid. She completed testing as did the patient. The hospital did not release the results. It is unclear as to whether or not proper shut down procedure was followed. The account was re-inserviced on proper procedure.